Event description:
A (B)(6) healthcare professional stated that after testing a pt's blood glucose, he attempted to remove the used lancet from the glucolet2 lancing device, and received an accidental needlestick. The hcp received medical treatment. No other info was provided. No product will be returned.

Manufacturer narrative:
Lancing devices are not serialized or assigned lot numbers,